Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred and the ventilator failed to charge its internal battery. The device was not in patient use.